Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. The root cause for the missing trunk cable was physical abuse. No adverse event resulted from the open wire.

Event description:
A us distributor reported that a patient's electrode belt had exposed wires.